Event description:
The customer contacted baxter's technical service center regarding system error 2240 which occurred on the homechoice (hc) during use, patient (pt) was not connected in dwell 2/4. The home patient (hp) had disconnected from hc during dwell 2. Hp reconnected after alarm occurred. The technical service representative (tsr) had hp disconnect using aseptic technique and remove cassette. Tsr reviewed proper disconnect procedures. Hp was told to notify peritoneal dialysis registered nurse (pd rn) and hp will complete therapy using new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (rn) on (B)(6) 2011 regarding reported problem. The pd rn stated they do recall discussing this alarm with their patient. The pd rn did clarify that the patient did disconnect form their set, and they did use aseptic techniques by using their flexi caps. The pd rn stated that this alarm did not need any medical intervention, and the patient has been doing fine. The pd rn stated the patient has not been having any further problems, and therapy has been going well for them. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell (2/4) stage. The patient disconnected from the homechoice and then reconnected to the set to continue therapy. The alarm occurred during this time. The problem is confirmed and the assignable cause of use error - patient disconnected form set is determined, because a patient who disconnects from the homechoice improperly can cause a system error 2240. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.